Event description:
The customer reported to olympus that the unit has intermittent loss of video feed when hook to the scopes. The issue worsens with motion or when nudging the equipment; occasion flickering could be observed when the cart/scope is still. In addition, the customer indicated that the picture was bad. The unknown procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed and was likely due to worn out video connector pins. In additional the evaluation found the top cover bent, a faulty fan causing e337 error, and recommend update to version 3.10 and update light-emitting diode (led) cables. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
E2, e3, & g2 ¿ additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the worn-out video connector pins and faulty fan could not be identified. Olympus will continue to monitor field performance for this device.